Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) replaced the existing device during an emergent hospital admission. Review of therapy history revealed two fault codes: a high shock impedance and a high voltage fault. During one episode, delivered anti tachy pacing (atp) was unsuccessful in converting the patient's arrhythmia. The ICD then began charging for a 21 joule shock, but diverted after 1 second due to the high voltage detection. The patient was externally rescued.